Manufacturer narrative:
Summary of evaluation: these examination results could not verify the reported event.

Event description:
The ring would not snap into the head. There was no adverse consequence for the pt or delay in surgery or anesthesia time.